Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received alarmed motor error during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to constant motor error alarm. Insulin pump received with a cracked case at display window corner.

Event description:
It is reported that the customer received a motor errors on his insulin pump, during rewind. Customer current blood glucose level was not provided. Customer states insulin pump passed the self test. Insulin pump will be replaced for the customer. No further information was provided.